Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The first right atrial (ra) lead that was implanted was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.